Event description:
It was reported that the catheter exhibited leakage from the irrigation port. During preparation for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave was selected for use. When flushing the catheter leakage from the irrigation port was observed. The catheter was replaced and the procedure was completed. The device was returned for analysis.

Manufacturer narrative:
The farawave nav catheter was returned for analysis. The catheter was visually inspected for any damage or defects that could have resulted in the issue observed in the field. No visual observations were noted. A syringe was attached to the flush tubing connector port, and flushing through the irrigation line was tested. It was observed that drops of water were slowly leaking from the irrigation port. Microscopy subsequently revealed that there were some cracks in the connector piece. The returned catheter was connected to the farawave automated leak tester to analyze the pressure and flow values. The catheter failed the 'pressure decay low pressure test', confirming that a leak path was present. Since the catheter passed all leak testing performed on the manufacturing line, it is likely that the observed damage occurred either during shipping or during catheter preparation in the field.

Manufacturer narrative:
The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the catheter exhibited leakage from the irrigation port. During preparation for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave was selected for use. When flushing the catheter leakage from the irrigation port was observed. The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.